Manufacturer narrative:
This report is being filed on an international product, architect anti-hbc ii, list 8l44, that has a similar us product distributed in the us, architect core, list 6l22. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect i2000sr analyzer generated a false (B)(6) anti-hbc ii result for one patient sample. The analyzer generated an initial anti-hbc ii result of 0.51 s/co and a repeat anti-hbc ii result of 12.89 s/co. The sample generated a reactive anti-hbc ii result of 12.29 s/co using an alternate test (method unknown). There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, testing of retained anti-hbc ii kits, a search for similar complaints, and a review of labeling. Retained kits of architect anti-hbc ii reagent lot number 01337li00 and lot number 04602li00 (as reference), were calibrated on two different instruments and all calibrations met instrument specifications. All control values met control specifications and were in the typical range. (B)(4). Due to the calculations performed by statistical support group, the mean values of lot 01337li00 and lot 04602li00 were not statistically significant different on both instruments. Hence architect anti-hbcii reagent lots 01337li00 and 04602li00 show an acceptable performance. No atypical complaint activity was identified. Labeling was reviewed and found to be adequate. All generated data demonstrate that the performance of the architect anti-hbc ii reagent lot number 01337li00, is not compromised and fulfills the package insert claims for sensitivity.